Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replaced during the service call. The reported issue is currently under investigation.

Event description:
The customer reported that the system monitor screen became pitch-black and wound not fluoro, during a case. There is no report of injury or death associated with the event described in this complaint.